Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: (B)(6) 2013. (B)(4).

Event description:
The patient reported being shocked by electricity while working on the patient's house. The patient later noted that the patient's pulse would not go lower than 94 bpm. The device remains in use. No patient complications have been reported as a result of this event.